Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument had a broken/loose wire. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis replicated and confirmed the reported event. Hypotubes were broken at approximately 3.63" from the distal end. Hypotubes appear to may have been cut. The instrument was found to have the flush tube broken. The flush tube was broken approximately 3.63" from the distal end. Flush tube appears to may have been cut. The instrument was found to have a broken conductor wire. The conductor wire was broken at approximately 3.63" from the distal end. Conductor wires appears to may have been cut. The instrument was found to have the main tube broken. A piece measuring proximately 0.159¿ x 0.299¿ was not returned with the instrument. The main tube was also broken at approximately 3.63" from the distal end. Main tube appears to have been cut. The root cause of broken instrument main tube is associated with mishandling/misuse.